Manufacturer narrative:
Problem statement: the device was not returned to the factory for evaluation as the fse/clinical specialist was already onsite and tested the device and established that there was no product malfunction. The device was tested by the fse and found to be working normally. The alarm logs were reviewed by the fse and show the device did alarm as expected on the date and time of the alleged incident. The device remains at the customer site. The customer's reported issue is resolved, and no further calls or complaints have been documented regarding this issue. The evaluation outcome of the investigation is that there was no product malfunction. The whole device/system remains at the customer site. The troubleshooting that has already been done by the customers biomed is considered as all that is warranted for the customer's reported issue. The available information supports that there is no design, manufacturing, materials, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reported that "user stated that the monitor did not announce audible spo2 alarm." There was a patient death, but the device did not contribute to the event. It was reported that the patient had a cardiac arrest which was not noticed by the nursing staff/physicians. It was reported that a nurse accidentally was made aware of the patient status and started reanimation. This was not successful and the patient died.